Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaints for malpositioned thv, deployed valve exhibits paravalvular leak and leaflet motion restricted-in patient were unable to be confirmed due to unavailability of relevant imagery and/or medical record. It should be noted that the thv was implanted in tricuspid position which is not an indicated use of the device. Therefore, this was off-label operation. As reported, 'during a jugular transcatheter tricuspid valve replacement procedure with a 29mm sapien 3 ultra resilia valve in 32mm physio ring, there was difficulty during delivery of the sapien 3ur valve with the wire in the right pulmonary artery. The operator was able to deployed the valve successfully. However, the final position was not optimal (too atrial), and it appeared on tee that the thv leaflets were not closing due to the native leaflet overhanging, prohibiting back pressure. There was also a fair amount of pvl.' In this case, the valve was implanted in tricuspid position (off label), so there was no procedure training manual to instruct how to perform the thv in pre existing ring at tricuspid position. So, it could be a challenge for thv positioning and deployment at the tricuspid position, resulting in malpositioned thv (too atrial) as reported. As such, available information suggests that procedural factors (off label operation) may have contributed to the complaint event. The thv was deployed too atrial, it is likely that the thv skirt was unable to be properly sealed against the target site (native annulus/ pre existing ring) leading to paravalvular leak (pvl). As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. As reported 'thv leaflets were not closing due to the native leaflet overhanging, prohibiting back pressure.' In this case, the valve was implanted too atrial (malposition) at the tricuspid position, which caused the native leaflet overhang at the outflow of deployed valve. The overhang native leaflets could reduce the blood flow back pressure across the deployed valve, resulting in suboptimal leaflets coaptation of deployed valve (s3ur) with leaflet motion restricted as reported. As such, available information suggests that procedural factors (malpositioned thv with native leaflets overhang) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a jugular transcatheter tricuspid valve replacement procedure with a 29mm sapien 3 ultra resilia valve in a 32mm physio ring, there was difficulty during delivery of the sapien 3ur valve with the wire in the right pulmonary artery. The operator was able to deploy the valve successfully. However, the final position was not optimal (too atrial), and it appeared on tee that the thv leaflets were not closing due to the native leaflet overhanging, prohibiting back pressure. There was also a fair amount of paravalvular leak (pvl). The decision was made to implant a second sapien 3 ultra resilia valve. This was performed with the wire in the left pulmonary artery, and the delivery of the sapien 3 ur went smoother. The valve was deployed more ventricular with a good result, sealing the pvl, and displacing the native leaflets. The patient was stable and recovering post procedure.

Manufacturer narrative:
The edwards sapien 3 ultra resilia transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra resilia transcatheter heart valve in the tricuspid position is not indicated per the labeling. For this reason, d2 and g4 reflect the common device name, device product code, and PMA for the aortic position. Investigation is still ongoing.